Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: nm10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 8702367.

Event description:
It was reported the patient's s1lead had migrated. Surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored post-surgery.